Event description:
Pt reported nebulizer stopped working. Further details are unknown, unknown if dose was missed, unknown if pt experienced an adverse event, unknown if defective rx is available for return, unknown if md is aware, no further info reported.